Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a possible infection. The infection was not confirmed. The patient reported puss/discharge coming out of the trial lead site. They removed the trials leads and when the infection cleared, they would try the trial again. They had to stop the trial due to puss/discharge coming out of where the leads were. The leads were removed on (B)(6) 2015. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.